Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2008 the patient presented with the pre op diagnoses of 1. Lumbar spinal stenosis. 2. Lumbosacral radiculopathy. 3. Lumbar spondylosis and lumbalgia. The patient underwent the following procedures: 1. Hardware removal, l4-5. 2. Exploration of fusion, l4-5. 3. Redo decompression at l2-3 and l3-4 with laminectomy, lateral recess decompression and medial facetectomy and neural foraminotomy at l2-l3 and l3-4 bilaterally. 4. Interbody diskectomy and decompression at the ventral aspect of the canal, l2-3 and l3-4. 5. Interbody fusion with peek 8-mm lordotic cages placed in both the right and left aspects of the interspace at the l2-3 and l3-4 level. 6. Instrumented fusion front l2-l4 with a legacy pedicle screw system and posterolateral fusion from l2-l4 with autogenous bone graft and rhbmp-2/acs bone grafting. Per the op notes, the l4 pedicle screws were filled with 7.5 x 40 legacy pedicle screws. 6.5 x 40-mm legacy pedicle screws were placed at the right l2 and right l3 pedicles. Appropriate position and placement were confirmed under multi planar view and by c-arm fluoroscopy. Then on the left side, again 7.5 x 40-mm pedicle screws were placed in the same fashion. Appropriate position and placement were confirmed on c-arm fluoroscopy. Then at l3-4 level, a peek cage was placed. An 8-mm lordotic cage was placed on the right, packed with autogenous bone graft, and in the middle anterior two-thirds rhbmp-2/acs carrier was placed along with bone graft in the anterior middle two-thirds of the interspace followed by the peek cage on the left packed with autogenous bone graft. This was done in the same fashion at the l2-3 level. The interbody fusion was carried out in the same fashion placing an 8-mm lordotic cage on the right side, packed with autogenous bone graft, bmp carrier in the anterior middle two-thirds along with autogenous bone graft chips and then the cage on the left side was packed with autogenous bone graft. Then bone graft was placed down the posterolateral gutters along with bmp carrier. No patient complications were noted. Findings: significant scar tissue at the lumbar levels of l2-3 and l3-4, and extensive stenosis in the lateral recess and neural foramen bilaterally at l2-3 and l3-4 with disk herniation and compression of the traversing nerve roots at the l2-3 and l3-4 levels.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.